Event description:
It was reported that during a procedure of the narrow, heavily calcified, 85% distal left anterior descending artery, the 2.5 x 15 mm xience v stent became dislodged near the lesion. It was noted that although predilatation using a 2.5 x 15 mm voyager rx balloon dilatation catheter was performed, strong resistance during advancing with the xience v stent delivery system (sds) was met. The sds was carefully pushed and when it almost crossed the lesion it stopped. After several attempts of pushing and pulling, it was noted that the stent implant had dislodged off the balloon in the vessel. A second stent was used to treat the lesion and crush the dislodged stent to the vessel wall. There was no reported adverse patient effect. It was noted the patient was kept for observation, but had a satisfactory outcome. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.